Event description:
A malfunction on the pump was reported by the caller, identified by malfunction code 9. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, but the issue recurred, leading to the decision to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy and was informed they would receive a replacement pump with updated software. Training for the new pump was made available through their tandem source account, and instructions were provided for returning the problematic pump via ups.